Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported right after the lead was implanted, the left ventricular lead was discovered to be fractured when high threshold was initially observed. The cause of the lead fracture was unknown. The lead was explanted and replaced. No further information is available.